Event description:
Procedure: open gastric bypass/roux-en-y. The patient sex was not identified. The instrument did not fire after squeezing the 2nd time. The tissue remained open, so the surgical staff had to clean up the stomach contents and then use another device. The surgeon oversewed the staple line for security. No blood transfusion was required, there was minimal bleeding and procedural delay of about 2 hours. The patient is in good condition.

Manufacturer narrative:
.